Manufacturer narrative:
This complaint has been previously submitted as part of recall with recall number z 1973-2021, this incident has been deemed reportable due to the corrosion found on the power connector only and not part of recall. The correct b5 should be "the manufacturer received information regarding a dreamstation CPAP pro. The device was returned to a third-party service center. During visual inspection of the device, corrosion was found on the power connector. In addition, the inspection found corrosion on the metallic surfaces and dust and dirt in the device. This report is being submitted for the corrosion found on the power connector during service. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient." Section h: (device) problem code grid, remedial action init (rfb) and recall (z) number (rfb) has been corrected/updated.

Event description:
A device was returned to a third party service center. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The service center reports the unit's power connector is corroded and the device cannot be powered on in order to be able to collect the error log/machine hours. During the evaluation of the device at the third-party service center, the device was visually inspected, and decontamination was passed, corrosion was found on metallic surfaces, and contamination of dust/dirt was found. The device was scrapped.

Manufacturer narrative:
H3 other text : third party service center.

Manufacturer narrative:
The manufacturer received information in relation to a dreamstation CPAP pro unit. The device was returned to a third party service center. During visual inspection of the device, it was determined the power connector of the unit was corroded. Device was scrapped at customer's request. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.